Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 43 mg/dl last night before dinner. The customer reported that she was kicked out of auto mode without a choice and also reported seeing the progress bar but it did not recognize the calibration and the customer was out of sensors. The customer blood glucose level went up to 276 mg/dl and then she woke up with blood glucose level 373 mg/dl. The customer took bolus and the blood glucose level went to 77 mg/dl and now she was at 376 mg/dl. The customer was sick all day. The customer was treated with carbs and then blood glucose level went high and she was treated with the insulin pump. The customer¿s blood glucose level went down to 203 mg/dl. The customer declined troubleshooting for high and low blood glucose level. The customer¿s blood glucose level was 110 mg/dl. The insulin pump will not be returned for analysis.